Event description:
It was reported that the patient's leadless pacemaker exhibited elevated thresholds. It was also reported that the thresholds had increased from .88v at implant to 2.13v at the 6 month clinic visit. The leadless pacemaker remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.